Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that they are seeing noise on ra lead. Oversensed but not tracked. Causes inappropriate mode switches. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).